Event description:
Complainant alleged that the nurse was performing a regular shift check on the device. The nurse turned the joule selector knob to 200 joules and then pushed the charge buttons. The nurse then placed her hands on the paddles and depressed the discharge buttons. The nurse then received an unintended delivery of energy in her right hand and arm. The nurse believes the she used her index fingers to depress the discharge buttons, but is not completely sure which fingers were used to depress the discharge buttons. The event occurred near the end of the nurse's shift; she went home, and stayed home for a couple of days as she had experienced some numbness in her hand and arm. The nurse is now feeling fine, and has no lingering after effects from the alleged malfunction. Medwatch report from user facility (report #520010-1997-0001.)